Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31173115) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure where the physician accessed a previously treated, recanalized aneurysm with an sl-10® microcatheter (stryker). The physician then inserted the complaint coil, a 7mm x 14.3cm cerepak uniform xl (fcx180714 / 31173115). It was reported that ¿fellow went slightly passed the inverted t and went to use manual break before being told to pull back a little. When he removed the delivery system, the coil was still attached. [The] pull wire was broken at the manual break site.¿ an attempt to pull the pull wire with a hemostat was made, but ¿unable to grasp.¿ the coil and delivery system was removed from the patient. It was reported that the procedure was not delayed, it was successfully completed. There was no report of any negative patient impact. On 28-may-2024, additional information was received. Per the information, the intended procedure was coiling of the previously treated right middle cerebral artery (mca) aneurysm. The aneurysm was previously treated in february 2024 (exact date was not provided) at the same hospital by the same physician. The information indicated that when the 7mm x 14.3cm cerepak uniform xl was removed from the patient in the retreatment procedure, it was still attached to the delivery system; the embolic coil was not stretched. There was no evidence of blood flow interruption as a result of the reported issue. The procedure was reportedly completed when the physician asked for another coil and proceeded with the procedure. ¿used 11 cerepak coils.¿ per the information, only manual break technique was used to detach the coil.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 7mm x 14.3cm cerepak uniform xl was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was observed still attached to the delivery system. The manual break was attempted at the proper location, and 1.7cm of the pull wire were exposed. The distal end of the delivery system was not returned for evaluation. The embolic coil was inspected under the microscope. Under magnification, no appearance of damages were noted. The proximal key component was inspected, and dried blood residues were found. Dried blood residues were observed on the loop hole. A manufacturing record evaluation was performed for the finished device 31173115 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the failure to detach the embolic coil was confirmed on the detachment attempts, the broken condition of the manual break, and the embolic coil being still attached. The blood residues found in the proximal key and loop hole could be the result of a continuous flush not maintained, since according to the instructions of use (IFU) to achieve optimal performance of the detachable coil system, it is important that a continuous infusion of an appropriate flush solution be maintained. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and / or exact contributing factors that may have resulted in the observed failure mode. It should be noted that product failure is multifactorial. A CAPA is currently investigating failure to detach. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher, and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.